Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the (B)(4) edwards affiliate, post implant of a 29mm sapien 3 valve in the aortic position, the patient developed persistent pleuritic chest pain with a small pericardial effusion.  Furthermore, due to worsening confusion a head CT was performed, which revealed the patient had an ischemic stroke, anticoagulation was ceased.  The patient continued to deteriorate, with worsening oliguric renal failure, eeg suggestive of metabolic encephalopathy and elevation in inflammatory makers.  The patient did not respond to further fluid management and escalation of antibiotics, with anuria.  The patient¿s family decided to change towards comfort care.  On post-operative day 18, the patient passed away.

Manufacturer narrative:
Additional information provided confirmed that the ischemic stroke was diagnosed by CT on post-operative day (pod) 7.  The pericardial effusion was perceived to have been caused by a guidewire perforation.  The stroke was perceived to have been caused from the patient being in atrial fibrillation and not on appropriate anticoagulation treatment.  Per the instructions for use (IFU), pericardial effusion, cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, and permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices.      Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra-pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic. It can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv patients, it may be caused by guide wire perforations or annular ruptures.   According to literature review, and as documented in a clinical technical summary, written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr.  Risk factors correlating with a number of patient co-morbidities have been identified.  Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events.  A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation.     An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post- procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta.  Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking.  There were no important differences in the frequency of late strokes between tavr and avr patients.   After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes.   The device was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient.  In this case, there was no allegation or indication a device malfunction contributed to the reported adverse events.   Although the exact cause of the pericardial effusion cannot be determined, it appears that procedural factors (guidewire perforation) likely caused the event.  The cause of the stroke was likely related to the mechanisms described above, in addition to patient factors (82 years old patient with history of atrial fibrillation and not on appropriate anticoagulation treatment).    The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.